Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: contaminated tubing. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be foreign material fell inside during packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.